Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported two needles cracked at y site connection. This report addresses the second needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of cracked infusion set y-sites was confirmed and the cause appeared to be supplier-related. Two 20 g x 1 in. Powerloc max infusion sets with non-valved y-sites were returned for evaluation. An initial visual observation showed some use residue on the returned samples. A crack was observed in the y-site of each sample. A microscopic observation revealed the cracks extended from the proximal end of the y-sites to nearly the beginning of the branch of the y-site. Whitening of the y-site material was observed at the distal end of each crack. Many microscopic stress fractures were observed in the y-site material of both samples. The crack locations were consistent with crack formation and propagation along the molding weld line. The devices are supplied components and the supplier has been notified of this event. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported two needles cracked at y site connection. This report addresses the second needle.